Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported when using the unspecified bd insulin syringe, the device experienced a damaged (broken,) product. The following information was provided by the initial reporter. The customer stated: it was reported the orange tip was broken off inside of the bag. Consumer left voicemail reporting that the orange tip was broken off inside of the bag.

Event description:
It was reported when using the unspecified bd insulin syringe, the device experienced a damaged (broken,) product. The following information was provided by the initial reporter. The customer stated: it was reported the orange tip was broken off inside of the bag. Consumer left voicemail reporting that the orange tip was broken off inside of the bag.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.